Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. With no sample or photo provided, a root cause could not be determined. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and unable to expel air through the syringe. The following information was provided by the initial reporter: "level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: connected 1 inch needle to syringe and unable to expel air through the syringe. Replaced the needle and was able to expel air and administer the product. Frequency of problem: recurring".